Manufacturer narrative:
Device evaluation: the product was not returned for evaluation. The reported issue was not verified. As the batch number is unknown for this event, it is not possible to perform any retained product investigation. Manufacturing records review: as the lot number is unknown for this event it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). Healon is not an implantable device; therefore, not explanted. Initial reporter phone: (B)(4). Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor remembered a couple of cases where string like sparkling materials were observed when healon 0.85 was injected into the eye this year. The material was removed during the irrigation and aspiration (I/a) process. Patient and product identifiers were not provided. No patient injury has been reported. No additional information was available or provided to abbott medical optics.